Event description:
It was observed that during the device evaluation, the ultrasound gastrovidescope had damage on the ultrasonic probe/transducer and a disappearing ultrasound image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on ultrasonic transducer, the ultrasound image disappears when operating the angle. Regarding the damage on the ultrasonic probe/transducer, the most probable cause of the discovered damage is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.